Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 3.0; date: (B)(6) 2011, inratio: 1.3; date: (B)(6) 2011, inratio: 1.2, lab: 2.3. Patient's therapeutic range: 2.0-3.0 inr. On (B)(6) 2011, patient increased coumadin dose per physician's direction.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.2, reference: 2.3, mean: 1.75, confidence limits: 1.2-2.3. 3.0 and 1.3 inr results were excluded from comparison test since they were performed on different days. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. Analysis of customer's data revealed that inratio and reference test result comparison did meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. (B)(4). From (B)(6) 2010 to (B)(6) 2011, twenty-eight therapeutic donors (89 strips) and seven non-therapeutic donors (7 strips) have been tested. Test records indicated that all strip test results met product performance when compared to the results from in vivo tests. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.